Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of 8-cm hiatal hernia procedure, while on resection of large hernia sac, the device was not sealing properly.